Manufacturer narrative:
UDI number: (B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be reported.

Event description:
Rep called to report emgs showing noise what appeared to be from an external source. The noise caused significant oversensing with a pause in pacing that lasted 5 seconds. No sources of emi could be identified and the patient was not a reliable historian. Monitoring the patient will be continued. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Device was not explanted due to advisory. Device remains implanted and patient is monitored. (B)(6). (B)(4).